Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the patient¿s mother contacted animas and alleged the following: the patient has been having blood glucose (bg) reading high on the meter, with ketones present, and went to the emergency room (ER) for hydration, per her health care provider (hcp) directions. This happened twice last month. Both times the patient was given IV fluids to hydrate and sent home on pump. Pump was not discontinued for either visit to ER. Mom states patient was in ER on (B)(6) for high bgs and pump did not alert them to any issues. Mom states on first occasion upon review with hcp, it was thought that patient was sleeping on her infusion sets and therefore causing high bg: patient was checked at 3am, 4am and 6am and all three times, bg was high. Mom states ketones were present and so patient went to hospital, received hydration and was released from ER. Mom states she changed the infusion set and gave a correction bolus via injection prior to ER visit, and patient continued to wear pump during stay in ER. Mom states two weeks later on (B)(6), patient again had high bg, ketones present, mom gave injection, changed infusion site, and went to same hospital for hydration and sent home from ER. Mom states both times, patient continued to wear pump during ER visit. Mom states on both occasions, no alarms and no indication that pump was not working. Patient has been working with an endocrinologist who has made three different basal adjustments times since (B)(6) visit to ER. The hcp has advised mom she should call to have pump replaced, as it does not seem to be working correctly. Customer support (cs) review found that the alarm history from (B)(6) back to (B)(6) low battery alarms, and empty cartridge alarms only. The pump will be replaced per hcp request. This complaint is being reported as a patient on pump therapy experienced hyperglycemia.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/23/2014 with the following findings: no defect was found..daily insulin delivery totals correctly reflected the user's programmed basal rates. Flow accuracy test performed; pump passed flow accuracy test and found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.